Event description:
Customer reportedly received results of 5.1 mmol/l and 12.7 mmol/l within 10 minutes on the compact system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in another country.